Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing year 2014. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a surgeon has experienced an anterior capsular tear during surgery. A slight delay to finish the surgery was reported. The surgeon noticed the tear during the last stage of lens removal, before implantation of the iol. There was no issue/error or patient movement during the procedure. The procedure was completed successfully by placing a lens in the sulcus on the same visit. There was no additional surgical/medical intervention required or known complications. To the best knowledge of a contact within the account the event did not require a vitrectomy.

Manufacturer narrative:
Additional information: patient code (B)(4). Application support manager (asm) visited the account and reviewed the catalys report. It showed the laser identified the surfaces correctly and the laser portion of the procedure went smoothly. It was confirmed with the account no vitrectomy or sutures were required. The patient has been seen since but may be having small complications due to posterior lens opacification. Overall the patient is doing well. During follow up it was known that patient¿s right and left eye both have small amounts of posterior capsule opacification (pco), and both had edema post surgery. The catalys reports show the surfaces were identified and both procedures went without complication. The patient is now 6/7.5 in both eyes and is being monitored, but doing well. Account do not believe any of this was caused by the catalys. There is no intervention scheduled at the moment. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.